Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting a false negative reactions with a patient's sample with a previous history of anti-e using ortho screening cells lot # s078 exp. 12/4/18. According to customer, sample was tested on (B)(6) 2018 on vision analyzer and abs was positive using 0.8% selectogen, with cell #2 reacting 3+.( e+) additional testing was performed on the resolve panel a lot# vra314 and all cells including the e positive cells ( #3 and #6) were negative (ref. (B)(4)). Customer also retested the sample using tube method with lis enhancement and ortho screening cells lot # s078 and again no reactivity noted (this event). Sample was sent to reference lab and anti-e was confirmed. Issue started on: (B)(6) 2018; reported 11/8/18. Frequency: x1. Microtubes/wells or cell (donor #) affected: cell #2. Methodology used: tube method. Reaction grade obtained: negative. Customer was expecting: positive.